Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown. Implant date - unknown. Initial reporter - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This was report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Event description:
It has been reported by the patient's legal representative that the patient underwent a hip replacement on an unknown date. Subsequently, a potential product liability claim has been raised due to an unknown reasons. This was report is based on allegations set forth in patient's notice and the allegations therein are unverified. Additional information received from patient's legal counsel noted the patient underwent bilateral total hip arthroplasties on (B)(6) 2007. Patient's legal counsel further reports patient allegations of unknown injuries. However, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device in the united states under 510k number k042037. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2015-00006 / 3002806535-2016-00339). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Product location unknown.

Event description:
Patient's legal counsel reported the patient underwent a right hip revision procedure approximately six years post-implantation due to unknown allegations. This was report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Event description:
It has been reported by the patient's legal representative that the patient underwent a hip replacement on an unknown date. Subsequently, a potential product liability claim has been raised due to an unknown reasons.